Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, sureform stapler 60 instrument would not move correctly with surgeon commands. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting would not move correctly with surgeon commands, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the sureform stapler 60 would not move correctly with the surgeon commands. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion with sureform 60 stapler instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed. Functional test to perform a motion test could not be performed. Incomplete failure analysis occurred because the instrument could never pass engagement which prevented normal use of the instrument. Additional observation: instrument was placed on xi system arm and failed engagement on 3 consecutive attempts. Error 22020 occurred stating ¿engagement failure roll axis¿. This error indicates a potential high friction with motion. Failure analysis found the additional failure of functional test - engagement failure. Review of digital signal processing (dsp) logs also showed the instrument failed to engage on december 8, 2022 using system sk3131. No master system controller (msc) logs were available for this instrument. Additional observation: main tube was manually rotated. There appears to be higher than normal friction of the roll motion when actuated. Failure analysis found the additional failure of instrument roll bushing ¿ binding and found to have failure of functional test ¿ engagement.

Event description:
Refer to h10/h11 for follow-up information.